Event description:
On 01/17/2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion distal end of the biter snapped off. This was discovered during a procedure. No further information was reported. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation was confirmed. One unpacked ar-12990 serial/batch number (B)(6) was received for evaluation. Upon visual inspection, it was observed that the bottom jaw of the instrument had broken off; indications of wear and tear were also noted. No functional testing was performed because of the damage to the instrument. The reported condition is most likely caused by user error overstressing a device damaged naturally and inevitably due to normal wear or aging. Device manufactured date 2016.